Event description:
As reported by the (B)(6) field clinical specialist, a vascular injury occurred prior to an (B)(6) tavr case. Requiring a cover stent for the right femoral artery, the heart team encountered difficulty with the pre-perclose technique prior to esheath insertion. The patient became hemodynamically unstable while attempting to deploy the second perclose. The team witnessed the perclose curling up within the vessel, losing control of the bleeding from the site. Consequently, the heart team decided to insert the 14fr esheath to achieve hemostasis. They gained access from the contralateral side, ballooned the vessel, and implanted a cover stent. The heart team then decided to abort the tavr procedure. The patient was transferred to the ICU in stable condition. There was no allegation of any (B)(6) device that caused the event. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).